Manufacturer narrative:
Product ID 8709sc, lot# n134503030, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported there was change in therapy effect. The event happened during normal refill cycle and had occurred multiple times. It was further reported that the patient had been experiencing some symptoms and they had been reoccurring. It was first noticed in the (B)(6) 2014 and had been reoccurring about every two weeks. When the symptoms first started it happened first thing in the morning and would last all day. It was stated that the home healthcare nurse had noticed that the patient became irritable the night before the symptoms would start. Symptoms included: vomiting, disorientation, legs would not support/could not walk, incontinence, constipation and patient would be really wiped out afterwards. There were no falls or trauma but when the symptoms started the patient wasn¿t quite aware he had fallen because their legs wouldn¿t support them. It was noted that the patient slept in a tempurpedic bed, mostly on their back and ¿maybe sometimes¿ on their right side. It was noted that patient right side had paralysis. The last episode was on 2014 (B)(6). It was noted that the healthcare provider had been notified and nothing had been determined. It was noted that the patient had an x-ray on 2014 (B)(6) and also mentioned an MRI. There had been no changed to medication in the pump. The last refill was on 2014 (B)(6) and patient usually has a refill every three months. The next refill was scheduled for 2014 (B)(6). The patient also receives botox treatments for muscles in ¿pec, arms and upper legs.¿ the patient had been on the treatment for 3.5 years and would usually get it about 8 days after their refill. At the last appointment, the patient¿s botox dose had been increased. It was noted that the patient¿s urologist did not believe that the patient¿s constipation would cause their other symptoms. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.